Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09674. Device discarded.

Event description:
Edwards received notification from our affiliate in portugal. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral left femoral artery. When advancing the commander delivery system and crimped valve through the esheath, the valve could not advance though the esheath. The sapien 3 ultra valve protruded through the esheath side, inside the patient's body. The patient did not experience any injury during this event. The system was removed as a single unit and mild cut (enlarged the artery a little bit with scissor to facilitate). Another 26mm sapien 3 ultra kit was used. The 26mm sapien 3 ultra was successfully implanted. Patient outcome was good at the end of procedure. As per the device photos provided, it was found that the valve frame appeared to be bent.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: the patient's access vessel had calcification and tortuosity. Bent struts were observed at inflow side of the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve frame damage was confirmed based on imagery provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, when advancing the commander delivery system and crimped valve through the esheath, the valve could not advance though the esheath''. Furthermore, it was noted ''it was found that the valve frame appears to be damaged''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Per imaging evaluation, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to high resistance. So, if excessive force is applied to overcome the high resistance during the delivery system advancement, it can lead to the valve struts interacting the sheath shaft and resulted in the bent strut at the inflow. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.